Event description:
The physician attempted cvc placement and guide wire got stuck in pt's chest. The center portion of the guide wire came out and the coiled portion was left in. Pt was taken to vir to remove wire and a chest tube was required for a pneumothorax. Per the attached complaint from the pt did not experience any adverse effects.

Manufacturer narrative:
This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension an other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label or note in IFU which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The wire is unidentified in the complaint except as a "pediatric central line." Typically the wire included in a pediatric central line would be an hcoc wire. This complaint eval will proceed under the assumption unless and until add'l info is rec'd. The returned portion of the wire appears to be the separated distal tip. The safety wire is broken which allowed the coil wire to elongate. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. As a result of previous complaints and with a goal of improving the product performance a CAPA has been issued to address the issue of separation with this product. We will continue to monitor for similar complaints. No add'l action is required per the risk assessment as there is insufficient risk.